Manufacturer narrative:
Concomitant medical product: propofol bottle - hospira. Patient demographics requested however decline to answer. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a patient was receiving a propofol infusion at an unspecified rate, as the rn entered the room, the bottle was empty and the rn noticed a large amount of air in the tubing, even with the vent open on the bottle during the infusion. The rn stopped the infusion prior to air reaching the patient, there was no audible alarms noted. The customer indicated that there was no patient harm.

Manufacturer narrative:
Added patient weight. The customer¿s experience of large amounts of air in the line with no audible alarm was not confirmed. Physical inspection showed no anomalies. Review of the pump module error log showed no errors or malfunctions related to the air in line detection system on the date of the customer¿s complaint. The pump module alarmed for patient side occlusion 5 times during the infusion; the module was restarted each time. Pump module s/n (B)(4) event log showed that the pump module was configured for an air bolus limit set to 250 l with accumulated air enabled at the time of the customer complaint date. ¿review of lvp event log did not identify air in line alarms on the returned pump module s/n (B)(4) ¿the air in line threshold test protocol was performed on the received pump module. The device alarmed as required and no anomalies with the air detection system were observed. ¿testing using the IV disposable leak test protocol found no anomalies with the new returned model 2420-0007 infusion sets lot numbers 19025807, 19026726, 18125134 and 19023039. The root cause of the customer¿s report could not be determined.

Event description:
It was reported that as a patient was receiving a propofol infusion at an unspecified rate, the nurse entered the room and noted the bottle was completely empty with a large amount of air in the tubing, and no audible alarms to alert the nurse of air in the line. The vent was open on the glass propofol container. The infusion was stopped prior to the air reaching the patient. There was no patient harm.